Manufacturer narrative:
Investigation results: visual examination of the returned device revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Examination under magnification confirmed that the tip was unused. The fiber was returned broken in two pieces; piece one measures approximately 65cm from the connector to the break while piece two measures approximately 242cm from the break to the distal tip. There was no damage to the fiber face within the sma connector. The condition of the returned device confirms the reported event. The noted damage was caused to the device during preparation. Therefore, a review and analysis of all available information indicated that the most probable root cause is handling damage. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a flexiva 200 tractip laser fiber was opened for use during a flexible ureterorenoscopy (furs) procedure performed on (B)(6) 2017. According to the complainant, the fiber was broken upon removal from the sealed package. The device was not used and the procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications at the conclusion of this procedure and the patient was reported to be stable.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a flexiva 200 tractip laser fiber was opened for use during a flexible ureterorenoscopy (furs) procedure performed on (B)(6) 2017. According to the complainant, the fiber was broken upon removal from the sealed package. The device was not used and the procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications at the conclusion of this procedure and the patient was reported to be stable.